Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: this report is being retracted as it is a duplicate of mfg report #8030965-2013-00524.

Event description:
It is reported during a hardware removal procedure on (B)(6) 2012 the small battery drive for the 12v battery had low power. No further information was provided. This is 1 of 1 report for this event.